Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle 18x1-1/2 blunt fill, coring. The following was provided by the initial reporter: on several occasions over the past 2 weeks, when drawing up medications from vials with rubber stoppers, I have noted coring of the rubber stopper when using blunt tip needle lot number 6113666. These are the red blunt fill needles, commonly used by anesthesia and others to draw up medications. Rubber cores from the needle have been aspirated into my syringe of medication. These are most visible in propofol syringes, as the white liquid makes the rubber core standout more noticeably, but I have had the same issue with decadron vials and others. I have not been able to replicate the issue with a different lot of blunt fill needles. Lot 5290026 does not seem to cause the rubber stopper coring. This template is making me select a patient who was impacted, but this never reached any patient, it happened multiple times for multiple patients as I was drawing up medications to prepare their anesthetics. Please disregard the patient info associated with this.